Event description:
It was reported that the device exhibited error code 1260. There was no patient involvement. Event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the downstream occlusion (dso) and upstream occlusion (uso) sensors. The event history log was unable to be downloaded due the error code 1260 on display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.